Event description:
It was reported that charging occurred more than expected. Impedance measurements were within the normal range. Additionally, there was a temperature warning came on after 30 minutes of charging. Settings were very low and the recharger antenna was replaced twice. The pt experienced burning pain at the pocket site event when not charging. Hcp attempted to treat this but finally decided that the problem could only be resolved with replacing the battery. The battery was explanted (B)(6) 2011 and was replaced with the same device model. Postoperatively, the pt was getting good stimulation. There had not been any further charging issues.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.